Event description:
Dexcom g7 sensors are failing consistently. In one week, I went through 4 sensors. They consistently fail right after insertion, stop working before the 10 day usage period, cannot be calibrated, 100s of numbers off, erratic readings. I used different serial numbers and had the same results. The wire will " goose neck" and not insert into the skin. Dexcom refuses to replace them stating " improper insertion " I've been using dexcom products for years. The g7 are failing for many people I'm on a reddit sub re: dexcom and there are thousands of reports of dexcom g7 failures. Including those with children who are type 1 diabetics. I have since returned to using the dexcom g6, but my insurance will not be paying for them after (B)(6) 2025. Numerous that have nothing to do with device. Prescription medications: too many. Reference report mw5170851, mw5170852, mw5170854.